Event description:
The iab was inserted into the patient in 2000 at 4:00 p.m . And removed 3 days later at 11:00 a.m. The iab did not malfunction. The patient had severe bleeding and a transfusion was required. Also, the patient had psychosis and thrombocytopenia. The iab was not returned to datascope. Event complication: severe bleeding transfusion/psychosis/thrombocytopenia pt's current status: discharged-rpt'd 2001.